Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an intermittent and no image issue. The processor was not working with scopes during reprocessing involving an olympus video system center. There was no patient involvement reported.